Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's permanent implant procedure, while accessing the epidural space to place the 1st thoracic scs lead, a dural puncture occurred which resulted in a csf leak. The physician finished placing the leads and performed a dural repair. The procedure was completed without further incident and the patient remained asymptomatic.